Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in the motot error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was no detected during testing. Unable to confirm alarm due to erased history files. A cracked case was noted.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.